Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, multiple episodes of ventricular tachycardia (vt) were noted and high voltage (hv) therapy was delivered. While interrogating the device, the nominal settings button was accidentally pressed and the device memory was cleared. Due to clearing the device memory, technical support was unable to confirm if all hv therapy shocks were appropriate. In addition, a charge time out was noted on the device. The physician successfully reprogrammed the device, and the patient was stable with no adverse consequences.